Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that was too large and requested assistance with suspending the insulin on board (iob). Tandem technical support educated the customer that the iob was insulin that has been already delivered into the body and could not be suspended. The customer acknowledged and consumed carbohydrates to address blood glucose (bg) level. Bg at the time of the reported event was 98 mg/dl.